Event description:
The baxter infusor lv-1.5(model # 2c1087k) is used here for 7 day infusions of fluorouracil (sometimes combined with leucovorin). Over the past 4 mos, a total of 17 infusors (out of approx 250) have not infused into pts. Rptr can't explain this and the MFR has not been able to explain it either. Rptr has not changed the brand of drug, diluent or port. Biomedical engineer has taken apart some of the defective pumps and can't really explain this phenomenon, either. Rptr is pursuing other options and suggests considering alerting other users to this concern. The big risk is that the pt will not receive the intended therapy. Since the pump is small and disposable and does not have any flow alarms, the pt may not realize that it is not flowing. Rptr also occasionally can put paclitaxel in the pumps.